Event description:
A patient reported a power on reset (por) code and that therapy had stopped. Steps to clear por were reviewed and the por did not clear. No patient symptoms were reported. Additional information was received from the patient. The patient they went to their healthcare provider's officer and the manufacturer representative rest it and cleared to por. It was also noted that the patient was seeing the low patient programmer battery image and it was recommended that patient replaced the batteries with alkaline batteries. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.